Manufacturer narrative:
During testing, the device touchscreen did not respond when pressed; however, tones were heard when the keys were pressed. The probable cause was due to a broken touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the front bezel needs replaced. This did not indicate a reportable malfunction. However, during verification testing, the device touchscreen did not respond when pressed.